Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the 512b, from lap chole kit, was removed at the end of the case and an abrasion or burn was noticed by the surgeon as he removed the camera trocar port. The rep reports the device was taken to the or director, and a second degree burn is suspected. The rep reports there is a 511s obturator in the 512b.